Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient went to the emergency room (ER) and eventually got hospitalized on (B)(6) 2024 and eventually shifted to intensive care unit (ICU) due to hyperglycemia event. The blood glucose level was 900 mg/dl at the time of event and the patient got treated with intravenous fluids of saline and insulin.the duration of hospitalization was four days. The patient was released from the hospital on (B)(6) 2024. No further information was available.

Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the on market quality review (omqr) procedure.